Event description:
Customer reports to have low blood glucose of 25 mg/dl and high blood glucose of 242 mg/dl. Customer reports that healthcare professional changed settings. Customer reports to hav blacked out threw up and was dizzy. During troubleshooting, it was found that insulin pump had no air bubbles of leaks. After troubleshooting, customer's blood glucose went from 256 mg/dl to 190 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.